Event description:
A patient used psychiatric safety bedding as both a ligature and an anchor point in a mental health unit. The risk is considered catastrophic, as the patient was discovered during routine rounding with clear evidence of airway compromise caused by the safety bedding. The patient was unconscious, stopped breathing, and required resuscitation. The patient was successfully resuscitated. The event did not result in permanent harm. The bedding was a one-piece design that includes both a fitted bottom sheet and an attached blanket. The blanket extended the full length of the mattress. The lower edge of the blanket is sewn into the bottom sheet as a strong, reinforced hinge/seam. An anchor point is created at the foot of the bed where the sheet and the blanket join, posing a risk of death or severe harm. In this incident, the patient was lying on the bed on their side in a fetal-like position. This patient¿s position and the width of the blanket allowed for the patient to tie the corners of the blanket around their neck tight. The patient then applied pressure, using their feet, at the bottom sewn-in part of the bedding. This caused the ligature around the patient¿s neck to tighten and cut off oxygen, leading to loss of consciousness. This bedding can also support the full weight of an adult off the edge of the bed. Towels, pajamas, shirts, or other linens can be wrapped around the attachment point at the bottom of the bed, creating a risk for strangulation or hanging off the edge of the bed. The risk appears even greater if the mattress is turned upside down due to lesser probability of the mattress sliding off the platform.